Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned on the leaflets without issue. The deployment sequence was started per the instructions for use (IFU). When attempting to establish gripper line removability (eglr), the gripper line did not move. Several troubleshooting maneuvers were performed, but unsuccessful. The decision was made to remove the cds with the clip, and replace the device. A new cds was used successfully. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.